Manufacturer narrative:
The user experienced loss of consciousness due to severe hypoglycemia after recurrent low glucose events while using automated insulin delivery with the ilet. This behavior can result in acute neurologic compromise associated with hypoglycemia and is consistent with the observed collapse requiring ems response and hospital treatment with IV dextrose and exogenous insulin. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 05-dec-2025 the reporter reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels of 26 mg/dl following recurrent low glucose readings. The user was transported to the hospital by ems where the user was treated with IV dextrose and exogenous insulin and discharged (B)(6) 2025. No long-term health effects were reported.